Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was found with gel smears on the sides of the tube during use, causing probe issues on the "cobas 6000" analyzer. The customer reported 8 occurrences of this event. The following information was provided by the initial reporter: "there is gel smearing on the side of the sstii tube." They are facing some probe issues on their cobas 6000 due to some clot and coating problem. This result them in changing their analyzer probe for 8 times. Also, gel smearing is visible on the side of tube.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to gel smearing was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel semarin with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and gel smearing was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was found with gel smears on the sides of the tube during use, causing probe issues on the "cobas 6000" analyzer. The customer reported 8 occurrences of this event. The following information was provided by the initial reporter: "there is gel smearing on the side of the sstii tube." They are facing some probe issues on their cobas 6000 due to some clot and coating problem. This result them in changing their analyzer probe for 8 times. Also, gel smearing is visible on the side of tube.